Event description:
Reporter alleged obtaining discrepant blood glucose results on the customer's advantage system of 110 mg/dl back to back with a result of 46 md/dl when testing was performed 6 minutes apart. Reporter stated, the customer was experiencing hypoglycemic symptoms during the time of testing and he treated her with orange juice. No other actions were reported taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.